Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had incorrectly entered basal rate settings. Customer's blood glucose was 64 mg/dl. Reportedly, customer corrected settings with assistance of their healthcare provider and resumed insulin therapy.